Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 11/25/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: can you identify the lot number of the product used. Were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) no lot number provided as it was discarded and they had used up the rest of the box before notifying me. No patient consequences, as mentioned patient required an additional xray to see if the missing needle part was left in the patient but there was nothing found. (B)(6), theatre practitioner. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that a patient underwent a breast reduction procedure on (B)(6) 2024 and suture was used. It was reported that the needle broke during surgery. An x-ray was carried out and confirmed that nothing was found inside the patient however they were unsuccessful in finding the missing piece of the needle. The lot number is unavailable. There were no patient consequences reported. Additional information was requested.